Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of up to 392 (mg/dl) and diabetic ketoacidosis. While in the hospital, customer was treated with zofran, a manual injection, intravenous fluids with potassium, and the customer administered boluses with the pump. Customer was released from the hospital on (B)(6) 2016.